Event description:
It was reported that on (B)(6) 2009, that the patient presented with lumbar spondylosis, scoliosis. The patient underwent a l2-s1 fusion for scoliosis. Partial vertebrectomy of l2, l3, l4 and l5 with anterior spacers x 4, anterior instrumentation and auto graft, bone morphogenic protein, and allograft. A partial vertebrectomy of l2, l3. L4 and l5 were performed anteriorly with a large leksell rongeur. At the l2-3.level a diskectorny was performed in a similar fashion. A 13mm allograft spacer was inserted. This was stabilized with an anterior screw and washer. This was placed at the vertebral body of l3. Bone morphogenic protein impregnated collagen sponges were mixed with auto graft and allograft and then packed around the central post of the disc spacers as well as the femoral ring allograft at the l2-3 levels. Intraoperative x-rays showed accurate location of the implants. No patient complications were noted. At an unknown time post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.